Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient developed a hematoma two days after the device was implanted. The physician performed an "evacuation of the hematoma" and the device remains in use. No further patient complications have been reported as a result of this event.